Event description:
During implantation of excluder bifurcated endoprosthesis devices for the repair of an abdominal aortic aneurysm, blood loss in excess of 1 liter occurred. The pt received blood via cell saver and a blood transfusion. There was no allegation of deficiency associated with the use of any of the excluder devices. The pt is fine.